Manufacturer narrative:
Investigation was performed on retain samples, no abnormalities were noted. At this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Blistering of skin around the site.